Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. Pre-op diagnosis was compression fracture associated with osteoporosis. It was reported that, premature hardening of cement during injection into eight bone filler devices. Injection of cement was not possible. There was a delay of less than 60 minutes reported. Cement has been stored at an appropriate temperature 25 °c or lower, 23 ± 1 °c for 24 hours prior to use before and during the procedure. Cement was mixed for 45 seconds. Procedure was completed successfully. There were no patient symptoms reported. No additional treatment or surgery performed as result. No further complications reported regarding the event.

Manufacturer narrative:
G2: country of event - japan. G4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of part # c01a-j ; lot # el70324. Visual inspection confirmed that the cement has been mixed and used in the mixer. Unable to determine viscosity of cement at the time of use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.